Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl and the pump alarmed no delivery. The customer treated with injections. Customer indicated that their doctor has not been contacted and their blood glucose value was also 101mg/dl at the time of the call. Troubleshooting was performed and the customer indicated that the issue was resolved by a complete set change. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. Customer was advised that replacement infusion sets would be provided and to return the device for analysis. Customer declined high blood glucose troubleshooting.